Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the reservoir and a crack in the insulin pump. It was also reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was over 500 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.